Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4-date of report. D4-UDI number. G4-date received by manufacturer. G7-checked "follow-up." H2-checked follow-up type. H3-device evaluation checked "no". Device was not returned. H4-device manufacturer date. H6-entered evaluation codes. H10-added manufacturer narrative. The device was not returned. Therefore, the reported event could not be verified. Based on the evaluation, the device malfunction could not be verified. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product was not returned by the customer.

Manufacturer narrative:
Zimmerbiomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that when the doctor was placing a healing abutment the tip of the driver broke off.